Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
No parts are expected to be returned for evaluation. The product involved is not a tandem manufactured device. As for the device evaluation of the dexcom device involved with this complaint, dexcom is responsible for identifying product quality issues with their products and with notifying tandem of such issues. Tandem has not been notified of any product issues associated with the lot of product involved.